Manufacturer narrative:
The sample is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information becomes available, supplemental reports will be submitted.

Event description:
The customer reported a leak of adriamycin from a spiros during patient therapy. The device was in use for an hour. The medication came into contact with the patient. There was patient involvement and a delay in therapy; however, no human harm reported.